Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced when filling multiple cartridges. Multiple supply changes were performed resolving the issue. Customer's blood glucose level was 158 mg/dl.